Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal prialt (ziconotide) (unknown concentration and dose) via an implantable pump for spinal pain indications. The patient stated they had their pump replaced last week because it was determined that it "was leaking and was losing fluid out of the reservoir" patient stated the issue started 2 months ago. The patient was redirected to their healthcare provider to further address the issue.